Event description:
It was reported that during a percutaneous coronary intervention (pci), the tip of an intravascular ultrasound (ivus) was left in the distal of the coronary artery. The lesion being treated was 90% stenosed with no calcification and moderate tortuous in right coronary artery (rca). When the physician attempted to pre-ivus, the imaging catheter was unable to cross the lesion. When the physician removed the imaging catheter outside the patient's body; he noticed that the distal tip was missing from the exit port. Using fluoroscopy, the physician determined the detached tip remained in the coronary artery. The physician attempted to retrieve the tip with a snare, but he was unsuccessful as it moved to the distal of coronary artery. The detached tip was stented to the vessel wall.